Event description:
It was reported to physio-control that the customer's device did not show ok in the readiness display. The device's battery symbol in the readiness display indicated a low battery. When the unit was switched on, the service wrench icon was displayed and the device would switch off after the self-test. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the battery had depleted prematurely. Proper device operation was observed through functional and performance testing. The device was opened and an internal inspection was performed. No discrepancies could be observed. Physio-control further evaluated the battery and observed that it was first installed on (B)(4) 2013, had 33 minutes of on-time and had delivered 10 shocks. A cause for the premature depletion of the battery could not be conclusively determined. A replacement device was provided to the customer under warranty.